Event description:
Complaint description: "not infusing set dosage, also due for pm." Patient in his 50's had a 50ml bag of dilaudid 1:1 hung at 8 pm the night before and had no relief of pain though extra doses were provided by the nurses. Medication discontinued in the morning and the nurse measured the amount remaining in the pump. Found that 15ml should be remaining but indicated that 35ml actually remained in the bad. Placed on oral medications in the morning. Patient is fine and has been discharged since.

Manufacturer narrative:
Method: actual device from complaint was evaluated. The standard evaluation process was completed, which includes volumetric accuracy testing, alarm testing, visual inspection, etc. Conclusion: the standard volumetric accuracy tests performed and found pump delivered 1%-2% over the +/-5% specification in the 19.9, 125 and 400 ml/hr tests. Pump was recalibrated and given the full pm service process to return it to +/-5% accuracy specification. Exact therapy parameters were programmed into the device as the customer programmed and the device performed as desired. The failure to infuse was not able to be duplicated or confirmed. Root cause unknown.